Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed high pacing impedance on the right ventricular (rv) lead. On 16 may 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: section h6 - health effect impact code should have been additional surgery and not no health consequences or impact.